Event description:
It was reported that the health care provider unintentionally filled the pump with a 2000 microgram per milliliter concentration and no bridge bolus was programmed. The programming was left at 500 micrograms per milliliter. The previous concentration was 500. The patient was receiving the correct dose/concentration. The calculations performed noted the concentration would likely not reach the patient for approximately 16 hours. The patient was reported as "clinically fine" and asymptomatic and had left the clinic. The patient was being contacted to address the bridge bolus programming. This device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).